Event description:
A bipap a40 ventilator was returned to a third-party service center for service. There was no serious patient harm or injury reported. The device was not reported to be in clinical use. During the evaluation of the device at a third-party service center, the device was visually inspected and found no evidence of foam degradation. Error code e-86 was noted in the device error log indicating failure of the outlet pressure sensor and requiring replacement of the printed circuit board assembly (pca) to address the issue. However, no repairs were completed because the device was scrapped per customer request.